Event description:
During use in a labral repair two anchors broke during insertion. The threaded portion of each anchor remains in the pt. A delay of fifteen minutes was experienced to prepare an additional device.